Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent mirena device insertion, and posterior vaginal repair due to stress urinary incontinence. It was reported the patient suffered a bladder injury complication on (B)(6) 2011. The patient experienced pain and urinary incontinence , she underwent cystourethroscopy on (B)(6) 2012 it was reported the patient experienced recurrent urinary tract infections, recurrent stress incontinence, and underwent revision of mesh and excision of intraurethral foreign body mesh and bladder stones with calcification on (B)(6) 2012. Concurrent procedures performed on (B)(6) 2012 were closure of cystostomy, total abdominal hysterectomy uterosacral colpopexy, excision of right adnexal cysts, suburethral autograft , rectus fascial sling and cystourethroscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Patient code: (B)(4) - urinary and bowel problems. Narrative: it was reported that following insertion the patient experienced infection, dyspareunia, urinary and bowel problems vaginal scarring. No additional information was provided.